Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that a bent mixer 2 paddle was noticed during a patient run, caused by customer maintenance. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned both reagent mixer rods. The cse also discovered loose screws on the dryer nozzle. The cause of the discordant results was due to a bent mixer 2 paddle. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Multiple discordant results were obtained on patient samples tested for multiple methods on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.